Event description:
This MDR is being submitted to report the reinfusion of damaged red blood cells as indicated by discolored urine. On may 11, 2006, during the third cycle into the plasmapheresis procedure, the auto-c machine indicated a "check for plasma line hb" alarm. There was a plasma line color change noted at the time of the alarm. The operator discontinued the procedure and disconnected the donor without reinfusion of the contents of the reservoir. This resulted in a 63 ml red blood cell (rbc) loss for this donor. After disconnection, the donor was allowed to leave the center. One hour after donation, he informed the staff that when voiding he noted that his urine was pink in color. The donor denied any other signs and symptoms. The center medical supervisor advised the donor to take fluids and to seek medical attention. The donor went directly to an urgent care facility and was transferred to the local ER. Per the plasma center, the donor was seen and released from the ER. The donor's diagnosis was hematuria resolving. During the ER visit, the donor was treated with 1 liter of saline. Since his condition was resolving, the ER physician felt the donor was stable for discharge. Donor was discharged and tole to return if hematuria should return.

Manufacturer narrative:
Review of the troubleshooting log for the instrument in use during this event revealed that a "check plasmaline hb alarm" occurred with red plasma noted and donor disconnection. No other alarms occurred during the procedure. No problems with venipuncture were noted during the procedure. Review of test procedure data sheets generated for the instrument on 01/13/2006 (annual pm) and 05/12/2006 (post-incident) reveal the instrument to be operating to specification on both of those days. A review of mfg records for the anticoagulant, saline, and disposable set have been requested. The disposable set and concomitant products were discarded by the customer and are not available to baxter for evaluation. A review of all complaints for the disposable set lot and the instrument in use revealed no other reports of discolored urine.